Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a follow up, high threshold, low sensing and noise were observed. X-ray revealed lead dislodgement and perforation. The lead was repositioned. The patient condition is fine and will be monitored.